Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead, model 6949, is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead, model 6949, is part of the advisory for this model. Evaluation summary: (B)(4): proximal segments of the lead were returned and analyzed. Primary results revealed that no anomalies were found. There was blood/body fluid on the distal conductor (not obstructed). It was noted that the outer insulation had a cosmetic depression. (B)(4): the full lead was returned and analyzed. Primary results revealed that the shaft seal was out of position. There was blood/body fluid on the distal conductor (not obstructed) and in/on the helix/lobe mechanism and the sleeve head.

Event description:
It was reported that an attempt was made to explant the 6949 right ventricular (rv) lead, but it was not possible to insert a stylet past the subclavian. The lead was cut and capped, due to patient age and co-morbidities. A 6947 lead was then attempted to be implanted as a replacement, but there was difficulty in maneuvering the lead, and it was not implanted. A second 6947 lead was implanted as the replacement for the 6949 lead, and it was noted that there was difficulty during its implant. The second 6947 lead remains in use. No patient complications have been reported as a result of this event.